Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Pump failed sleep current test due to high current caused by moisture damage on the electronic assembly. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Unit successfully downloaded utilizing thump. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, keypad flex tail, motor and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label fading, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. All buttons functioned properly during test. Button error alarm was not confirmed. Cosmetic damage at the belt clip rails was not confirmed, however, other cosmetic damage was noted. Unable to verify customer's high bg complaint. Unexpected battery power loss was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. Information has been added which was missed in the initial report. The information has been provided in section d10 of this report.

Event description:
Information received by medtronic indicated that the customer had experienced hyperglycemia and insulin pump was reported with stuck button alarm, crack on the pump. No further patient complications were reported. Troubleshooting was performed, customer reported blood glucose value at the time of event was 529 mg/dl. Customer was treated with manual injection or insulin pen. It was unknown if the customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was not active at the time of high blood glucose event. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was reported with stuck button alarm, crack on the pump and customer had experienced high blood glucose or hyperglycemia. Customer¿s blood glucose value at the time of event was unknown. Customer was treated with manual injection or insulin pen. Troubleshooting was performed. No further patient complications were reported. Customer will discontinue to use of the product. Insulin pump will be returned for further analysis.